Event description:
Per the clinic, the device was explanted (date not reported) for ear reconstruction procedure. Reimplantation is planned on (B)(6) 2026. Additional information has been requested but has not been made available as of the date of this report.